Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. The device was received for evaluation. Visual testing was performed, and the device was in good condition except for switch button. The device did not pass functional testing. The customer¿s reported problem was duplicated/confirmed. The most probable root cause was due to a fall. The momentary valve assembly will be replaced.

Event description:
It was reported that with the device the upper button and the lower trigger were missing. There was unknown patient involvement and unknown patient harm reported.